Event description:
After spine surgery (artificial disk replacement), patient was unable to move all extremities. Patient had to be sent back to surgery to investigate the cause of the complication, underwent additional surgical procedures to correct the problem, was intubated, and subsequently transferred to the intensive care unit for intensive monitoring. FDA safety report ID# (B)(4).